Event description:
As reported by the patient¿s attorney, a vesica sling system was implanted.according to the complainant, the patient experinced pain and disability.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.